Event description:
Foutine complaint investigation when a consumer reported receiving imprecise sequential readings within a ten minute time frame on theprecision qid blood glucose meter. The values when plotted on to a parkes error grid fell into the "c" zone which is considered clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.